Event description:
It was reported that the customer noticed the bard clean caths were manufactured in china and packaged in mexico. He asked why they couldn't be made and package in the u.s. So we could make sure we could maintain proper cleanliness throughout the process. He asked this because he had been getting infections and was looking at all the possible causes. The type of infection and if treatment was provided was currently unknown.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿material not biocompatible¿. A potential root cause for this failure could be ¿mechanical and / or chemical responses from the patient". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required due to product code z634 is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the intermittent catheter labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer noticed the bard clean caths were manufactured in china and packaged in (B)(4). He asked why they couldn't be made and package in the u.s. So we could make sure we could maintain proper cleanliness throughout the process. He asked this because he had been getting infections and was looking at all the possible causes. The type of infection and if treatment was provided was currently unknown.